Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead; product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(4), ubd: 24-feb-2019, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(4), ubd: 19-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that three to four months after implant sometimes he could walk, and it was pinching a nerve, so he stopped using it 2.5 years ago. Every once in a while, it feels like the wires are pulling loose. He is a weightlifter and sometimes he gets in a position where he feels like the wires are pulling, getting the nerves ¿tweaking¿ a little bit like when he leans or kneels down or stretches out. The patient wants it removed and was redirected to his healthcare provider.